Event description:
Caller states the patient tested >8.0 inr on the coaguchek plus xs system and 2.8 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).